Event description:
A blood glucose lab was performed on a pt at 11:10pm the result was 10mg/dl. The customer was given 15 units of humulin. A blood glucose test was performed on the hospitals device at 11:34am the result was 322mg/dl. A request was made for the return of the suspect device and replacement product was sent. No glucose strips were left to return.